Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 03/24/2021.

Manufacturer narrative:
(B)(6). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause was reported to be due to pseudomonas aeruginosa. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified antibiotics (doses, routes and frequencies were not reported). It was reported that the peritonitis was "cleared". Pd therapy was ongoing. No additional information is available.